Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that two 6r45b reloads were received in good visual condition. Reload a was received fully fired; reload b was received fully loaded with staples. The returned reload was tested for functionality with a test device; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, placing the cartridge in the jaw was good and firing was good but it did not staple. One cartridge did not staple at the "certain part" and the other cartridge did not staple at "whole part". Another device was used to complete the procedure. There were no adverse consequences for the patient.